Manufacturer narrative:
During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. The returned sample was evaluated and the complaint of a broken array was confirmed. The cause of this failure could not be determined. Product labeling stated to not twist or exert high forces on the device. Also, do not bend or kink the trocar or the needles. This event will be trended and monitored by andiodynamics complaint handling department.

Event description:
It was reported that one array out of 4 was broken on a talon rfa device. This device failure was noted prior to clinician use and there was no patient harm.